Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: defective esm board. Correction: replacement esm board.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.